Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported the patient had the scs system implantable pulse generator (ipg) replaced due to discomfort at the ipg site. Reportedly, the patient fell approximately five months ago on the generator pocket site which led to the discomfort.